Manufacturer narrative:
A visual examination of the returned device found a kink in the sheath approximately 50cm from the proximal end, and the forceps needle was bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle did not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; sheath bent. However, during device evaluation it was found that the forceps needle was bent. The most probable root cause for the observed damage to the returned device is due to handling by the end user. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after taking the device out of the packaging a bend in the sheath was noticed. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; needle bent.